Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser was not working and the screen is fading. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The customer did not approve the service contract and the service record, was subsequently cancelled. Additional information was requested but was not obtained. Based on qa assessment, the product met specifications at the time of release. Root cause: based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).